Event description:
The customer reported that the system displayed a temperature high error message and shut down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and tightened and connector on a wire. The system operates as intended.